Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Failure analysis investigation found conductor wire was broken; 0.105 sticking out of the grips. Electrical continuity test failed. Failure analysis also found that the instrument yaw pulley was broken and missing a piece measuring 0.24 x 0.06 on the opposite side of the broken conductor wire. Additionally, the instrument pitch down cable was frayed at the grips. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, frayed cable and broken yaw pulley found during failure analysis, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing, a broken cable was observed on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.